Manufacturer narrative:
Device evaluation: the pump has been returned to animas and evaluated on (B)(6) /2015 with the following findings: the black box data from date of the alleged issue has been overwritten due to continued use of the pump. The current black box data showed no evidence of an intermittent power issue. There was a battery compartment crack observed below the grip pad. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. There was no evidence of moisture or loose components inside the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.